Event description:
During a surgical procedure while the surgeon was using the surgical pencil tip, the insulation came off, item retrieved and removed from surgical field, a new tip was replaced. There was no harm to the patient.